Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker declared end of life (eol) approximately eight years after implant. The patient reported feeling light-headed due to the change in the programmed pacing from ddd 60 to vvi 50. There was a report from the patient that the longevity five months prior reported two years remaining. This information was unable to be confirmed as it was unknown where the device was interrogated. However, one year prior the electrophysiologist had communicated the device was nearing the end of the battery. The device was explanted and replaced with another manufacturer's device. The device did not expect to be returned for analysis.